Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1-3.2 were not detected on the communication bus. Upon the field service engineer's arrival, it was found that the issue had been resolved, and the drawers were detected. The engineer proactively reseated the rowboard and retractor band cables on the drawer, and found that drawer 3.1 had a loose cable connection, which may have caused an issue. A field service engineer confirmed that there was a delay in dispensing medication, since nursing staff were unable to access the medication from the reported drawers 3.1-3.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system was unable to recover drawers 3.1 and 3.2, necessitating maintenance. The customer attempted to recover the storage space and rebooted the station, but still the issue persisted. There were no adverse events or injuries reported based on this event.